Manufacturer narrative:
Per the instructions for use (IFU), valve malposition, paravalvular leak (pvl), and valve embolization requiring intervention are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and valve embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the too ventricular valve placement and resulting pvl and valve embolization could not be confirmed, however, the lack of native annular and native leaflet calcification may have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 26mm sapien xt valve in the aortic position, the valve landed in a 30:70 aortic/ventricular position and echo showed an important pvl. The valve was post dilated with an additional 1cc of inflation volume (23.5cc total). Once the delivery system was withdrawn, the valve embolized to the left ventricle. The patient was converted to open surgery and a surgical valve was implanted. The patient remained stable. The patient¿s native annulus measured 502mm2. The native leaflets were mildly calcified and the native annulus had no calcification.

Manufacturer narrative:
Additional information was received. The valve was initially positioned 50:50 aortic/ventricular. However, during deployment the valve dislocated to a lower position, resulting in a 30:70 aortic/ventricular position. Per medical opinion, the valve embolization was not related to an edwards lifesciences device failure. The additional information does not change the results of the investigation.